Event description:
Additional information: the health care provider later reported that no problem occurred. There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the refill the reservoir volume was "off" by 0.3ml. The health care provider thought the catheter was kinked and a dye study was performed. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n259263012, implanted: (B)(6) 2011, explanted: unknown.

Event description:
Additional information received by a different physician, in which he confirmed the catheter dye study that was done on (B)(6) 2012. Results of the study showed an "intact pump catheter system". In addition, it was indicated that the patient was not receiving clinical benefit. It was unknown which device attributed to the event. As previously reported, there was no patient injury or hospitalization.